Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and observed the outer sheath tip tough. It was difficult to insert the outer sheath into the blood vessel. Physician retracted the outer sheath. It was found that the tip of the outer sheath had been rough (compared with a normal sheath). The tip of the reported sheath had wrinkles. A second device was used to complete the procedure. There was no report on adverse event on the patient.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and observed the outer sheath tip rough. It was difficult to insert the outer sheath into the blood vessel. Physician retracted the outer sheath. It was found that the tip of the outer sheath had been rough (compared with a normal sheath). The tip of the reported sheath had wrinkles. A second device was used to complete the procedure. There was no report on adverse event on the patient. The device evaluation was completed on 24-jun-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and dimensional inspections of the returned device were performed following j&j medtech procedures. Visual analysis of the returned device revealed that the soft tip was bumped by the dilator, and the dilator was bent. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The device's outer diameter was measured, and dimensions were found within specifications. The bumped condition could be related to the issue reported. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The potential cause of the dilator bent could be related to the handling of the device during the procedure; however, this could not be established conclusively. The dilator condition is unrelated to the reported event. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).